Event description:
An endeavor sprint rx drug-eluting coronary stent system, length 15mm, diameter 3mm, was intended to treat a lesion in a pt. It was reported that an mi occurred during the procedure. The 98% stenosed lesion was located in the lmca. The vessel was reported to be very tortuous, with severe calcification. The lesion was pre-dilated to 14 atms with a 2.0 x 12 mm other brand balloon and a 2.5 x 15 mm nc sprinter -2 inflations each balloon. It was confirmed that the endeavor sprint device was not inspected or prepped prior to use. It was reported that the endeavor sprint device could not be advanced through the lesion due to the vessel tortuousity. Cardiac arrest occurred and the pt was sent to the ICU. The device was returned to medtronic for eval. The hypo tube was kinked 2.5 cm and 5 cm distal to the strain relief. Blood residue was evident along the distal. Post decontamination, it was possible to remove the sheath from the device and inspect the stent. The stent was positioned on the balloon between the inner shaft marker bands and the balloon pillows. There was some slight crown movement on the middle stent segments and the first distal stent strut was lifted off the balloon. There was slight flaring noted to the catheter tip. Procedural images were not provided for review.

Manufacturer narrative:
Stent deformed during procedure. Mi, failure to deliver stent, 98% stenosis, severe calcification, severe tortuousity, device not inspected or prepped prior to use. Conclusions: 98% stenosis, severe calcification, severe tortuousity.